Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during basal delivery. Reportedly, customer successfully loaded a new cartridge to resolve the issues and resumed insulin delivery. Additionally, it was reported that insulin was not observed to be exiting the infusion set tubing during the load fill tubing process. Customer changed infusion set and resumed insulin successfully. Customer's blood glucose level was 140 mg/dl.